Event description:
The transfer of a resident from a wheelchair to a bed has been completed with the ceiling lift. The spreader bar was raised approximately 2 feet over the resident and the handset hung up on spreader bar. At this point, the caregivers tended to resident, and after approximately 2 minutes, the spreader bar and strap dropped onto resident's stomach. The caregivers removed the device lift from resident's space and took it out of service, putting onto charger. No injuries were reported. Ref MFR # 9681684-2014-00013.